Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The lot number provided could not be verified the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during veterinary surgery for a fracture repair on a radius bone on a canine while cutting the wire the surgeon noticed that both cutting instruments were chipped. The surgeon used another instrument that was available to complete the surgery. This resulted in an additional 5 minutes added to surgery time. It was reported that no fragments were observed during surgery. The surgery was completed successfully. The was no human patient involvement. This is report 2 of 2 for (B)(4).